Manufacturer narrative:
Customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Both leaflet tears in the as received condition and calcification with stiffened leaflets may lead to regurgitation. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 3 on the outflow aspect and on leaflet 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect and 5mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Host tissue overgrowth and calcification fused leaflets 1 and 2 by approximately 5mm at commissure 2 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 had a 2mm tear at commissure 1 and calcification was evident at the tear. Multiple sutures remained attached to the sewing ring around the valve. Wireform was exposed around leaflet 3 on the outflow aspect and on commissure 1. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received.

Manufacturer narrative:
Additional manufacturer narrative. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was returned and product evaluation is ongoing. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that a 21mm aortic valve was explanted after an implant duration of 7 years and 8 months due to severe calcification leading to critical aortic stenosis (gradient of 137mmhg) and mild aortic regurgitation. As reported, the explanted prosthesis was severely fibrotic and calcified. Per medical opinion, this valve started to degenerate a couple of years before replacement. A 23mm valve was implanted in replacement. The patient was noted as to be alive. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.